Event description:
The user facility reported that water was leaking from their reliance synergy washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found the drying piston valve to be broken subsequently allowing the hose to detach and water to leak. The technician repaired the washer by replacing the drying piston valve and o-rings, ran a test cycle and confirmed the washer to be operational. No further issues have been reported.